Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had hard sclerotic bone. The acetabular grater stuck in acetabular and the rim of grater sheared off. The grater was removed with grasping forcep. The broach trial was stuck in distal femur and unable to be backed out with corail broach handle. An srom loop extractor with slap hammer was utilised around the tip of broach handle to back out the broach trial. The loop broke at the base. The head trial was not clicking on to the trunion of broach effectively. An alternate head trial has to be sourced for trial reduction.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. The provided photographs were not able to confirm the reported observation but did find visual damage on the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.